Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they seen a dentist that has referred them to a surgeon to have teeth removed and they now have gum issues. Patient provided diagnostic findings from the appointment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.